Manufacturer narrative:
Device history record reviewed.

Event description:
It has been reported to co that during the procedure the MFR of this device was defective. Reportedly, "the pressure gauge did not move on inflating the balloon." The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.